Manufacturer narrative:
The unit has been returned for evaluation, but that evaluation is incomplete at this time. Once completed, we will file a supplemental.

Event description:
Allegedly, during a procedure where this device was in use, the patient received a burn to his hand.

Manufacturer narrative:
Evaluation: safety check is overdue. The following error codes registered multiple times in the system log files: a-0c = ne contact: resistance too high; a-17 = simultaneous activation not allowed; a-ab = no/wrong mf instrument detected; c-06 = no parameter received; c-21 = erroneous power dosage (too long activation, followed by too short breaks to cool down the unit); fail functional test; fail power output reading @bipolar cut 79w (80w-120w). Manufacturer believes unit was over-activated (non-adherence to duty cycle) which resulted in malfunction. We think it possible that the patient's hands were not restrained and the one hand made contact with the bedrail during activation.

Event description:
This is a supplemental.